Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no products were returned or pictures provided. Visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient product information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Literature: abdelaziz, h., biewald, p., anastasiadis, z., haasper, c., gehrke, t., hawi, n., & citak, m. (2020). Midterm results after tantalum cones in 1-stage knee exchange for periprosthetic joint infection: a single-center study. The journal of arthroplasty, 35(4), 1084¿1089. Https://doi.org/10.1016/j.arth.2019.11.016. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference report: 0001822565-2021-02122. Investigation incomplete.

Event description:
A journal article was retrieved from the bone & joint journal (2021) that reported a study from the USA that looked at mid-term outcomes of tibial cone survival and complications in revision tkas at a minimum of five-years. The purpose of the study was to evaluate a larger cohort, with longer follow-up, with a focus on the tibial cone. The study reviewed sixty-two knees in fifty-nine patients revised for aseptic loosening in thirty-five, reimplantation as part of two-stage exchange for pji in twenty-three patients, component malposition in two and stiffness in two. The study population had a mean age of 70 years at time of surgery (range 51-88) of which 38 were female and a mean bmi of 34.1kg/m. The mean clinical follow-up of the tkas with minimum five-year clinical follow-up was 7.6 years (5.0-13.3). The study reported one knee had femoral component and liner revision for stiffness. Attempts have been made, but there is no additional information at this time.